Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and the reported complaint cannot be confirmed, therefore the root cause could not be determined. However, it should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced skin sensitivity to the sensor adhesive at the sensor adhesion site. Patient states the site became extremely itchy and inflamed with red bumps, and that scarring occurred at the insertion site. Patient inserted sensor into ribcage which is not an approved site of insertion. No further injuries or medical intervention were reported. No additional patient or event information is available.